Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned to the manufacturer for evaluation. Two photos were reviewed. The first photo shows that the device was noted bloody. The balloon was in deflated position and the peeled pebax was noted on the balloon, no other specific anomalies were noted. The second photo shows that the device was noted bloody. The balloon was inflated and the long strand of peeled pebax was noted from the middle of the balloon. Therefore, based on the photo review, the reported unraveled fiber was unconfirmed as there was no evidence of fiber disturbances noted on the submitted photo. However based upon the submitted photo, the identified peeled pebax can be confirmed. One conquest pta dilatation has been received for the evaluation. On the visual evaluation, the device appeared bloody and it was noted that the balloon had a peeled pebax at the distal end of the balloon , a long strand of peeled pebax was observed at the middle of the balloon and a lifted pebax at the proximal end of the balloon. No evidence for the fiber disturbances on the balloon and no other specific anomalies were noted. Under the microscopic observation, the peeled pebax was noted and examined. No other functional testing was performed. Therefore the investigation for the reported unraveled balloon fibers has been unconfirmed as there is no evidence for the unraveled fiber disturbances on the device returned for the evaluation and also in the submitted photo. The investigation for the identified peeled pebax was confirmed as the peeled pebax was noted on the balloon and it was also examined under the microscopic observation. A definitive root cause for the reported unraveled fibers and the identified peeled pebax could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure through left brachial drainage vein, the pta balloon outer layer allegedly unraveled. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 09/2022).

Event description:
It was reported that during an angioplasty procedure, the pta balloon outer layer allegedly unraveled. There was no reported patient injury.